Manufacturer narrative:
Failure analysis was completed, and the harmonic ace insert was found to have teflon pad damage. The teflon pad was found to have become dislodged at the proximal end. No material was found to be missing from the pad.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The replaced harmonic ace instrument was returned to isi; however, failure analysis has not been completed to confirm/identify any reportable failure mode(s). A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. No conclusive determination can be made based on the image since it does not show the full instrument specifically the instrument tip.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument clamping arm gasket (teflon pad) appear to fall off. The user continued the procedure using the backup instrument with no further issue reported. Intuitive surgical, inc (isi) followed up with the site head nurse an obtained the following additional information regarding the reported event: the instrument was inspected prior to use with nothing noted out of the ordinary. The instrument was in use for about 5-10 minutes before the issue. The surgeon noticed functionality issues with the instrument during the surgical procedure. The instrument did not collide with other instruments or tools during the procedure. The instrument was not removed prior to the breakage. Upon removal of the instrument, the wrist was straightened. The customer did not feel any resistance, and no cannula damage was noted. No fragment fell into the patient. No known impact or patient consequence was reported.